Event description:
During follow-up in 2000, inconsistent high voltage lead impedance measurements were observed. X-ray confirmed correct lead position as well as pins that were secure in the header. It was also reported that the pt has a history of "twiddling" the ICD. During eval in 2000, no anomalies were found with the lead. However, the high voltage impedance was measured at greater than 200 ohms. The decision was made to explant the device.